Event description:
Staff member discovered pt had blood over right side of pt's dress. She assessed the area and discovered the venous connection was leaking. Loose connection right between venous line and catheter connection. Estimated blood loss w500 ccs. Pt assessed and vital signs stable. Treatment continued. Discharged home.